Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was unable to confirm the customer comment that the device failed an arterial sensitivity test. Analysis also noted that the output connector assembly was broken, the hanger was broken, capacitor was damaged on main printed circuit board (pcb). The keypad was contaminated, the encoder assembly was contaminated, one knob was contaminated, lower case was broken, the main seal was contaminated, and the display wires were pinched with wire insulation exposed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) failed an arterial sensitivity test. There was no patient involvement.